Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that application fails to load and remains frozen on carefusion screen due to software issue. A technical support specialist verified the station then reinstalled the remote support service agent from the version 4.12. And station rebooted successfully. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system application fails to load and remains frozen on the blue carefusion screen. The customer reported that users were unable to remove the medications. However, the user had to visit other units to collect the medications. There were no adverse events or injuries reported based on this incident.